Event description:
The customer was hospitalized for high bgs. The doctor of the intensive care unit requested a trainer to come to the hospital to reprogram the pump. The doctor feels that programming on the pump is not meeting the customer insulin needs and they do not know how to manage pump very well.